Event description:
It was reported that the user experienced an alert 38 motor stall while the pump was paused and removed to charge during self-troubleshooting, then slept without resolving the alert to resume dosing or initiating alternative therapy, and later called for assistance; the issue involved an alarms restart/malfunction associated with the pump motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and a usage problem, characterized as an improper or incorrect procedure and failure to follow instructions related to the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.